Event description:
A customer reported that while in hosp he checked his blood glucose level on his optium meter, which gave a result of 17.5 mmol/l. He then checked his reading again on the hosp meter and this gave a result of 8.5mmol/l. The customer gave himself insulin and went into a hypoglycaemic state. The hosp staff gave the customer glucose tablets, a drink with sugar in and chocolate. It is known if the hosp staff recommended the insulin dosage taken or if the hosp staff did any further testing of the customer's blood glucose levels.